Manufacturer narrative:
This report was determined to be duplicate information to manufacturer report number# 2916596-2021-05224. The investigation results will be reported under MFR # 2916596-2021-05224.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to splanchnic/mesenteric thrombosis. The patient developed significant vasoplegia after surgery and did not respond well to medication and dialysis.

Event description:
Information received in this event had been previously documented in a previous event. The previous event did not have an identified patient, subsequent information attached the previous event to this patient. All investigation and subsequent reporting will be completed under the original event.